Event description:
A physician reported to the FDA that a male patient, who previously used renu with moistureloc multi-purpose solution, was being treated for fungal keratitis. On june 9, 2006, it was reported that the patient developed bilateral fusarium keratitis first in his left eye. Initial treatment was acular and vigamox. After an eye culture tested positive for fusarium, the acular was discontinued and the patient started on natamycin. Tobradex was eventually added to the regimen. No other cultures were taken. The patient's right eye healed. The physician was waiting for the left eye to heal before the patient's refractive visual acuity was tested.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of the batch recordsand testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas. And all product release sterility evaluatons met criteria. Product retain sample testing was complete where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.